Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-02189. It was reported that the patient experienced ineffective therapy and that the leads migrated after the patient underwent a massage. Surgery occurred on (B)(6) 2021 during which the existing leads were repositioned and the anchors were explanted and replaced to address the issue.